Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. System check could not be performed with tandem technical support, as the occlusion alarm occurred in the past. Customer changed supplies to address the occlusion alarm, and resumed insulin delivery. Customer reported using supplies for 4 to 5 days. Tandem customer technical support informed customer that is off-label per the user guide. Customer's blood glucose (bg) was 138 mg/dl.